Event description:
It was reported that fluid is leaking from the tip of the tube. Per reporter, the event occurred before patient use, during priming at the facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done the reported issue can be duplicated. The probable cause is due to a solvent application error during assembly. A lot history review could not be conducted because no lot number(s) was/were identified.